Event description:
Ij catheter inserted following open heart procedure. When catheter removed, fibrin clot noted on end of catheter. CT of the soft tissue of neck following cath removal showed "extensive right internal jugular thrombosis with soft tissue swelling surrounding it...". "Patient required increased len". Reason for reporting this event is related to concerns from staff that each time one of these lines has been pulled, they have noted fibrin clots on the end of the catheters. Staff has noted that the catheter itself is heavy and difficult to place a dressing on in d/t the location. Concerns that when a patient stands up, the catheter may fold down and cause it to kink because of its weight. Staff is concerned that when the lines are flushed with heparin, it may not be completely reaching the end of the lines, and may lead to the fibrin clotting, they have noted upon discontinuation of the line. The incident described above was the first where the CT showed an extensive clot formation in the internal jugular. Do not have a specific lot number, etc for this product since this is a general concern. Inquiry on whether other facilities have experienced similar problems or voiced similar concerns with this product.